Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case (B)(4). Npi flashing 8015 units. Display board- segment dimbd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi flashing 8015 units. Account name: (B)(6) hospital. Account #: (B)(4). (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed tech. Called in for help on iflashing 8015 units that was not flash at the time all units were done some were missing. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: flashing unit. Case resolution: walk customer through each steps on flashing 8015 unit using the flash cards. Once complete then walk customer through each steps on transfer network config. Back onto unit to be able to have hospital information back on unit. (B)(4).